Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, and the procedure was completed by using the wireless foot-switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot-switch was not working. Upon troubleshooting, fse confirmed that the issue was related to the wired foot pedal, while the wireless foot-switch was functioning normally. Upon further investigation, the fse identified that the connector on the wired foot pedal was damaged and which was preventing x-rays. To resolve the issue, fse replaced the wired foot-switch. The returned wired footswitch was lost during shipment, so the failure analysis result could not be confirmed. After the replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the wireless footswitch did not work. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.